Manufacturer narrative:
A voluntary recall of acrysof restor® and restor® toric iol models occurred on april 16, 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (B)(4) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(4) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in (B)(4). Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported aseptic endophthalmitis following an intraocular lens (iol) implant procedure. The initial procedure was performed in (B)(6) 2014. The patient developed minor endophthalmitis over a year later. This was treated with an injection, and the symptoms were alleviated. The symptoms returned approximately six months later. The patient was treated with an injection again, however; a vitrectomy had to be performed. The iol was then removed. No bacteria was detected.